Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in multiple inappropriate shocks. Noise was noted on rate-sensing electrogram. Intermittant capture was observed that could be momentarily corrected when the patient turned his head. All impedance measurements were within normal limits and the reprogramming the ICD sensitivity from nominal to less and then least did not resolve the problem. The physician suspects a loose setscrew.